Event description:
A customer received second degree burns to the forefinger and thumb when changing the reflectometer lamp on the vitros 5.1 fs analyzer. The customer received medical attention for the burns and was treated with burn cream and bandages, and has since returned to full work responsibilities. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event determined that the customer followed ocd recommended procedures for changing the lamp. The investigation confirmed that the circuit breaker was turned off, removing power from the lamp. The customer was wearing nitrile rubber gloves, and did not feel any heat. When removing the gloves, the skin from the tips of two fingers came off with the glove. Preliminary investigation has not revealed a heat source sufficient to result in the burns received. The root cause of this event is unknown.